Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had insufficient negative pressure. A backup unit was installed. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that a backup unit was installed after error occurred. On site inspection revealed a valve leak, requiring replacement. The customer refused a quote; repair not performed. The fse delivered the unit to the customer unsuitable for clinical use.